Event description:
During a review of a vns patient's programming history, it was observed that a partial programming event occurred on (B)(6) 2010 which changed the normal output current to 0ma. A final interrogation was not performed prior to the patient leaving the clinic. Upon initial interrogation on the following day, (B)(6) 2010, the generator was set at 0ma. The settings were then corrected on (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.(B)(4).